Event description:
It was reported that during an open pneumonectomy procedure, some drivers of the reported ecr60w fell off when the device intended to be used. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60w reload was returned out of its sterile package, unfired and with the pan partially detached at right side proximal end, making the reload non-functional. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled and all staple drivers are present prior to shipment. No conclusion could be reached on what caused the pan to detach. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.